Manufacturer narrative:
The reported event of set screw anomaly and high defib impedance were confirmed. The device was returned for analysis. Final analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. The septum material prevented full insertion of the torque driver and led to the cause of set screw connection anomaly as well as the subsequent high defib impedance. The set screw anomaly was determined to be consistent with having occurred during the procedure. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for system implant. During procedure, the implantable cardioverter defibrillator (ICD) was found to be exhibiting high out-of-range defibrillating impedance. It was found that the right ventricular (rv) lead set screw was not seated properly and could not be tightened. The ICD was not installed and an alternate was installed on (B)(6) 2021. Patient condition was stable.